Event description:
It was reported that the patient experienced pocket infection.  The implantable pulse generator (ipg) was explanted from the left pocket and attached to a new pacing lead inserted through the neck.  The device was held in place with a "tecaderm" until the infection cleared and then replaced with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.